Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a disconnection of a minicap from a transfer set (both baxter products) occurred which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. Peritonitis was manifested by pain. The patient stated that they were about to start pd therapy when they noticed that the minicap was gone. On the same day as diagnosis of peritonitis, the patient was hospitalized for the peritonitis event. The patient was treated with unknown antibiotics (route, dose, frequency, and duration not reported) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.